Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data was reviewed and the sudden shift in optical signal metrics align with a sensor break failure. The returned pump was connected to an console and the placement signal not reliable alarm reproduced. The root cause of the optical signal issue was a damaged sensor. There was likely an interaction with another device that led to the sudden sensor damage. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. The pump reported disappearance of left ventricle optical placement signal during support. Despite this, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.